Event description:
A transfemoral valve in valve tavr procedure took place, implanting a 26mm sapien 3 ultra valve within the patient¿s pre-existing non-(B)(6) 25mm epic supra valve. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).